Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit powered off. There was no patient harm reported.

Manufacturer narrative:
The getinge field service engineer (fse) stated that the hospital biomed determined the pump was in rescue mode because the pump was not fully seated in the cart. And, once seated in the cart the unit began charging the batteries. It was also stated by the fse that no on-site visit was performed. Not returned to manufacturer.